Event description:
It was reported that filter tear occurred. The patient's anatomy contained moderate tortuosity at the brachiocephalic artery. A transcatheter aortic valve replacement procedure was taking place and a sentinel cerebral protection system (cps) was selected for use. The sentinel cps was advanced and positioned. When attempting to deploy the proximal filter, the proximal filter slider would not slide back. The physician advanced the whole system and pulled back the system all while trying to deploy the proximal filter slider, however the proximal filter slider would only slide back approximately 1/2 inch. Upon removal of the sentinel cps from the patient's anatomy, the proximal filter slider was able to be slid back, however the catheter bunched up and a tear was identified in the proximal filter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the sentinel cerebral protection system was returned for analysis. Upon observation, the device was returned with the proximal filter sheathed, the articulation distal sheath relaxed, the distal filter unsheathed, and the proximal filter torn. A functional test was performed and the proximal filter could not be unsheathed using the proximal filter slider (#1) as it was stuck inside the proximal sheath. The reported events of proximal filter failure to deploy and proximal filter torn were confirmed. A clear conclusion cannot be made as to the cause of the proximal filter failure to deploy, however the proximal filter tear could be related to an excessive force applied to the device as well as operational factor such as handling/technique.

Event description:
It was reported that filter tear occurred. The patient's anatomy contained moderate tortuosity at the brachiocephalic artery. A transcatheter aortic valve replacement procedure was taking place and a sentinel cerebral protection system (cps) was selected for use. The sentinel cps was advanced and positioned. When attempting to deploy the proximal filter, the proximal filter slider would not slide back. The physician advanced the whole system and pulled back the system all while trying to deploy the proximal filter slider, however the proximal filter slider would only slide back approximately 1/2 inch. Upon removal of the sentinel cps from the patient's anatomy, the proximal filter slider was able to be slid back, however the catheter bunched up and a tear was identified in the proximal filter. No patient complications were reported.